Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for another indication. During hospitalization, the pt was diagnosed with peritonitis manifested by pain. The pt reported that the cause of the peritonitis event was contamination in the hospital, but this was not medically confirmed. The nurse stated that the peritonitis was found during the hospitalization, but the cause was unknown as the onset of peritonitis was not known. The pt was treated with vancomycin intraperitoneally (ip), 1 gram once a week for 3 weeks. It was reported that the pt recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k13022 and h13l18045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event was diagnosed on unknown date in (B)(6) 2014 a batch review will be performed for potentially associated lot numbers h13k13022 & h13l18045. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).